Manufacturer narrative:
Product event summary: the lead was returned in poor condition. The conductor was intact but insulation was missing. The lead was analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-52 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
The leads were returned post mortem and tested out of specification during manufacturer's analysis. It was reported that the patient died unexpectedly at home. Cause of death was unknown.